Event description:
It was reported that during a spine procedure using a quantum controller, the yellow pedal on the foot control was not working. This deficiency resulted in a surgical delay of one hour while another foot control was located, so as to complete the procedure. There were no patient complications reported as a result of this event.